Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few days. Customer reported blood glucose level was high with ketones however a specific value was not provided. A correction bolus was delivered to address bg level. Review of pump data by tandem technical support showed that the battery has been depleting as expected for the past few days.